Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred on an unspecified date around 2 weeks prior to the alert date of (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿93 mg/dl¿ on the subject meter and ¿42 mg/dl¿ on a onetouch vita meter, within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage (normally 26 units of lantus in the morning and 6 units of novorapid before meals) and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unknown period of time before the alleged inaccuracy occurred they developed the symptoms of ¿blurred vision, weakness and dizziness¿. In response to these symptoms, and to the alleged meter results, the patient self-treated by consuming more food and/or drink immediately. No further blood glucose results were provided. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did they receive medical intervention for this condition. However, this complaint is being reported because the alleged glucose results exceed lfs¿s criteria for accuracy.